Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, and a review of labeling. A review of the architect i1000sr, serial (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent tickets related to discrepant results. The message history log for serial (B)(4) was reviewed and no errors were generated around or during the processing of sid (B)(6). The reaction graph of sid (B)(6) is consistent with normal read profiles and the syphilis samples adjacent to sid (B)(6) were non-reactive. A review of the architect i2000sr tracking and trending did not identify any trends related to the complaint issue. A review of the rsh stand alone i2000sr hardware kit tracking and trending did not identify any trends for the current complaint issue and the current complaint is the sole complaint alleging a discrepant result from rsh contamination. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i2000sr analyzer or the rsh stand alone i2000sr hardware kit was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This complaint was originally reported with catalogue number 08d06-42 on ticket (B)(4). This ticket is being reported with the same complaint but as a different catalogue number, 03m74-01.

Event description:
The customer reported a false reactive (B)(6) result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) generated 2.97 s/co and confirmed positive at the reference lab as past infection. The patient was tested at a second lab and generated a negative result. Both samples were retested and generated results matching the initial results (sample 1 reactive and sample 2 non-reactive). A new sample was collected which also generated a non-reactive result. The patient is pregnant and was treated unnecessarily with antibiotics.